Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer contacted the olympus technical assistance center (tac) with a report that the evis exera iii video system center had a b30 error code. The customer stated they tried cleaning the connector end with alcohol and shutting it down when swapping the scope out. There was no patient harm associated with the event.

Manufacturer narrative:
During the call, the tac technician asked the customer to unplug and reseat the light source cables from both the subject device and the clv-190 evis exera iii xenon light source. This cleared the b30 error, and the customer confirmed the device would not be returning to olympus for evaluation as the issue was resolved with tac troubleshooting during the call. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.